Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test or verify delivery anomaly due to motor error alarm. However, the unit passed rewind test and displacement test. Pump history download using thds was successful. However, there is no data available on the event date, unable to perform data analysis for motor error, high bgs complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm allegation of device deficiency due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-712ews. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-712ews was returned for analysis.